Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had to press the buttons 5 or 6 times to do anything. The customer¿s blood glucose level was unknown. Call was disconnected before he had a chance to verify any of the customer information. The insulin pump will not be returned for analysis.